Event description:
Customer reported receiving a no delivery alarm during the manual prime process. Customer was advised to change the infusion set and reservoir. Customer was assisted with clearing the alarm. Customer was able to get insulin to exit the tubing. She was advised to reinsert the reservoir and run a manual prime. The insulin pump alarmed again for no delivery. The blood glucose reading was 103 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.